Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the complainant sent an email inquiring if a catheter could cause permanent nerve damage, as he has never heard of this happening before. He was told by his urologist that the catheter may have caused permanent loss of sensation when urinating. He did not start having this issue until after his prostate surgery (robot assisted prostatectomy) in (B)(6) 2011. Per additional information received, the complainant states that he noticed the issue right after the catheter was removed post operation and thought that it would be temporary, but it has lasted for six years. He states that he does not know when he has finished urinating and has to visually check. When asked about procedural complications, he stated that he did experience sudden swelling of his scrotum 3-4 times its normal size six days after surgery. He consulted another urologist for a different opinion and was told that the catheter would not have caused this issue.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product family for this latex catheter product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the latex catheter product ifus are found to be adequate based on past reviews. (B)(4).

Event description:
It was reported that the complainant sent an email inquiring if a catheter could cause permanent nerve damage, as he has never heard of this happening before. He was told by his urologist that the catheter may have caused permanent loss of sensation when urinating. He did not start having this issue until after his prostate surgery (robot assisted prostatectomy) in (B)(6) 2011. Per additional information received, the complainant states that he noticed the issue right after the catheter was removed post operation and thought that it would be temporary, but it has lasted for six years. He states that he does not know when he has finished urinating and has to visually check. When asked about procedural complications, he stated that he did experience sudden swelling of his scrotum 3-4 times its normal size six days after surgery. He consulted another urologist for a different opinion and was told that the catheter would not have caused this issue.